Event description:
It was reported that the patient had a pump for five years and never had a problem with it. The pump was replaced due to normal battery depletion in (B)(6) 2013. The new pump was put in and reportedly three nights later they had to take the patient in an ambulance because the patient stated "I was in a comatose state." The patient was reportedly "delusional, foaming at the mouth," with a shooting and burning pain in the nose that "made me sneeze and projectiles were coming out" of the patient's nose. The patient could reportedly see and hear everything but could not get up as the patient had no control over their body. The patient had reportedly had three or four "spells" since (B)(6) 2013 with one being "last weekend" when she could not move or walk, was foaming at the mouth, and felt burning in her nose. It was noted that this was not as severe as the time in (B)(6). The patient's healthcare provider (hcp) reportedly was going to stop filling the pump. It was noted that the hcp did not give the patient any positive options. The patient reportedly stated that "I wasn't crazy, I was having a drug reaction". The hcp reportedly thought that it was the battery life that was affecting the dosing of the medication being delivered. It was thought to be not giving the patient the same dosing as the last pump and it must have increase the dosage to give her a bad reaction. The patient reported that she also did not stay in the hospital and went grocery shopping and watched her grandchild without taking an hour to rest. The patient noted that when she was implanted, she was in an awkward position and her back can't be in certain positions. The patient was put on lyrica and the patient thought the lyrica caused the reaction. The patient reported that four days later, she was put on lyrica and had her next major reaction and was "out for two days". The patient was reportedly off lyrica at the time of report but was still getting a reaction. The patient reported that their left leg and ankle had been swollen for a week and a half. The doctor reportedly thought that the patient had lymphedema which was caused by the medication. The patient reported that having one episode a month was causing her family to fear that she may not wake up one day. The pump was reportedly reduced by 17% last monday (B)(6) 2014 and the patient was going back in two weeks after her MRI to have the pump checked again and reduced. It was noted that the patient had been working a week before a garage sale and not eating and overheating on the day of the sale. It was noted that the patient got dehydrated and dizzy and later that night the patient went into a spell. The patient was not sure if she was not taking care of herself or what happened. The patient reported that when going in for a refill, there was always a reserve amount and it had always been the same: 2.8, 2.9, 3, 2.7 mls. The pump was infusing clonidine, bupivacaine, baclofen, morphine, and water. It was later reported that the patient was still having very serious concerns regarding the device or therapy but was working with a new doctor on (B)(6) 2014. Additional information was requested, but was not available at the time of report.

Event description:
Additional information: the patient was seen for initial consult on (B)(6) 2014 and they were not going to continue seeing patient due to her "pump issues" indicating that the implant healthcare provider needed to be consulted instead. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).